Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is likely the following led to the malfunction: deviation from the instruction manual. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer requested an in service for reprocessing of gastrovideoscope used for an unspecified therapeutic procedure, as the staff were not flushing the elevator channel at bedside using the mh-947 (cleaning adapter). There were no reports of patient harm.